Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of nonsustained lead noise were seen on a (B)(4) transmission. Review of egms revealed a sensing mismatch between the near field and fa field channels during freuqent premature ventricular conractions. Reprogramming recommended and device remains implanted. The patient will be monitored.